Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer reported using apidra insulin. Tandem technical support informed customer that apidra is off label per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 134 mg/dl at time of event.